Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen went blank. The customer¿s blood glucose level was 190 mg/dl. Customer changing out his infusion set and received a low battery message. Customer stated that they completed the set change and then changed battery but it continued to say insert a new battery and screen went blank. Customer was advised to discontinue from insulin pump at the quick release. The insulin pump will not be returned for analysis.